Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there was a device leak. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two years post procedure the patient had a transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a leak through the closure device and a possible tear in the fabric of the closure device. The patient has remained on eliquis and aspirin. There were no patient complications that were reported to have occurred as a result of this event.

Event description:
It was reported that there was a device leak. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two years post procedure the patient had a transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a leak through the closure device and a possible tear in the fabric of the closure device. The patient has remained on eliquis and aspirin. There were no patient complications that were reported to have occurred as a result of this event.